Event description:
Mother reported that the pt experienced elevated blood glucose levels.

Manufacturer narrative:
The pump has been returned for animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.